Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). A visual examination identified blood was present outside and inside the device, along with the waste bag full of blood. Although it was reported that the device was not used or went into the patient, the presence of blood in the device and waste bag is indicative of handling beyond simply unpackaging the device, as was reported. Inspection of the device revealed that majority of the proximal spiral cut shaft was kinked and broken/damaged. Functional testing was performed by placing the device in the angiojet console. The complaint device ran through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (9.68kpsi), during functional testing without any errors or alarms; however, the shaft leaked in numerous locations from the damage to the proximal shaft. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2018. It was reported a spiroflex angiojet thrombectomy set was being primed for a thrombectomy treatment procedure. During priming, it was noticed there was a hole in the tubing that runs from the pump to the catheter. The procedure was completed with another device with no patient complications and the patient was stable post procedure. However, device analysis revealed the proximal spiral cut shaft was kinked and broken/damaged. The shaft leaked in numerous locations from the damage to the proximal shaft. It was then further reported that the device was used inside the patient and when it was being removed from the patient it as noticed to be leaking from ~mid shaft of the catheter.